Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of power cable disconnects were confirmed via log file analysis; however, the reported event of the controller self-test activating on its own was unable to be confirmed. The heartmate 3 system controller (serial number: (B)(6)) was returned for analysis, and a log file was submitted and downloaded for review and showed overlapping events spanning approximately 7 days ((B)(6) 2022 per timestamp). Events occurring on (B)(6) 2022 were recorded during testing at abbott labs. Atypical power cable disconnect alarms coincident with rsoc invalid faults on the black power cables were active from on (B)(6) 2022 from 12:06:55 ¿ 13:17:35. These alarms cleared shortly after activating and occurred on battery power. The alarms cleared shortly after activating. Pump operation was not affected. There were no other notable alarms active in the log file. The controller was functionally tested and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. Additional information provided on 21oct2022 stated that an unintended self-test occurred on the system controller. A root cause for the reported events was unable to be conclusively determined through this analysis. The device history records were reviewed, and the records revealed the heartmate 3 system controller (serial number: (B)(6)) was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including power cable disconnect alarms. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment including the system controller power cables and power cable connectors. Heartmate iii patient handbook and heartmate iii instructions for use (IFU) under section 3, entitled ¿powering the system¿, describes the various ways to power the heartmate ii lvas. These sections explain how to properly switch between power sources. Heartmate iii patient handbook and heartmate iii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
This event occurred at (B)(6). Manufacturer's investigation conclusion: the reported event of power cable disconnects were confirmed via log file analysis; however, the reported event of the controller self-test activating on its own was unable to be confirmed. The heartmate 3 system controller (serial number: (B)(6)) was not returned for analysis; however, a log file was submitted for review and showed events spanning approximately 6 days (15oct2022 ¿ 20oct2022 per timestamp). Atypical power cable disconnect alarms coincident with rsoc invalid faults on the black power cables were active from on 20oct2022 from 12:06:55 ¿ 13:17:35. These alarms cleared shortly after activating and occurred on battery power. The alarms cleared shortly after activating. Pump operation was not affected. There were no other notable alarms active in the log file. It was reported that an unintended self-test occurred on the system controller. Additional information stated that the alarms did not resolve with exchange of the battery clips and that it is being decided whether to exchange the controller or not. If the controller is returned, this investigation will be reopened, and the device will be evaluated accordingly. A root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6)) was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate iii instructions for use (IFU) section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including power cable disconnect alarms. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment including the system controller power cables and power cable connectors. Heartmate iii patient handbook and heartmate iii instructions for use (IFU) under section 3, entitled ¿powering the system¿, describes the various ways to power the heartmate ii lvas. These sections explain how to properly switch between power sources. Heartmate iii patient handbook and heartmate iii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete. (B)(6).

Event description:
It was reported that on 20oct2022, the patient complained that an unintended self-test had occurred on the system controller. In addition, the power cable disconnect alarms continued after the battery clips were replaced. The system controller was then exchanged.